Event description:
After a cardiopulmonary bypass procedure, it was observed that the gas flow of a gas blender module did not fall to 0 (zero). There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.